Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a thoracic aortic aneurysm (taa) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 22f and the taa procedure was completed. Reportedly post procedure, a suture break occurred with the first pre-placed suture during knot advancement with the suture trimmer. A third prostyle suture was deployed post procedure. Hemostasis was achieved with the second and third prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.